Manufacturer narrative:
A device history record (DHR) review was completed for the non-sterile version of the part: part 72574 (04.503.204.20 us package), lot 7852993: manufacturing location: (B)(4). Manufacturing date: november 13, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Initial reporter: complete reporting facility street address provided. Reporting facility phone number is (B)(6). A manufacturing investigation was performed for the subject device (ti matrixmidface screw self-tapping 4mm, part number 04.503.204.01s, lot number 9437977). The subject device was received with the complaint reporting that the surgeon could not pick up the screw with the screwdriver during the procedure although he could pick up the other screws without any problem. The subject device was received intact with the top of the screw head showing minor marks, consistent with being used. The drive portion of the screw also has minor marks consistent with use. None of the observed markings involved metal displacement. The remainder of the screw including band, underside of head, transition, threads, flutes, and nose is in good condition with no significant damage noted. The width of the cross slot, as checked with the go/no go gage was nonconforming. Specifically, it accepts the no go gage. The width of the cross slot was found to be over-sized. The complaint condition is confirmed. No manufacturing related issues were identified during the investigation. Based on the usage marks observed on the drive feature of the subject device, it is possible the cross slot condition was caused post-manufacture. A root cause could not be definitively determined. The subject device met specifications at the time of manufacture; no indication of product related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not available for reporting. (B)(4). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that this DHR review is for assembling and sterilization procedure only: 04.503.204.01s - 9437977. Manufacturing site: (B)(4), supplier: (B)(4) (sterilization), manufacturing date: 13.apr.2015, expiry date: 01.apr.2025. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during the surgery for jaw deformity, the surgeon couldn¿t pick up the screw with the screwdriver and gave up using it. As he could pick up the other screws without any problem; he alleged that it could be a defective. No further information is available. No surgical delay was reported and no adverse consequences were reported. This complaint involves 1 part. This report is 1 of 1 for (B)(4).